Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and found a leak in the pneumatic module assembly (pim) at the nylon catheter connection. The fse noted that the cause of the loose connection was due to user error. The fse tightened the connection point to resolve the reported issue. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) displayed and autofill failure. There was no patient involvement, thus no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1 (site country), g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions), h10.